Manufacturer narrative:
Corrected information was provided in d3 manufacturer fax), d10 (concomitant). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that an attempt will be made to retrieve the device for return to the manufacturer for investigation.

Manufacturer narrative:
A4 weight is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 72-year-old female patient presenting with postcardiotomy cardiogenic shock/low cardiac output syndrome (pccs/lcos). The patient had a history of prior coronary artery bypass grafting and known coronary artery disease. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, staff noticed unequal pupils and the patient was sent for a CT scan, which revealed a head bleed. Neurology was consulted. A contributing factor was that the patient was also on extracorporeal membrane oxygenation (ECMO). Subsequently, care was withdrawn and the patient expired. Stroke may have resulted from the patient's underlying vascular disease, the severity of critical illness, and the combined use of extracorporeal membrane oxygenation and impella support during hospitalization. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition as they presented in scai shock stage e.